Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (B)(6) 2024). Analysis of the provided expertise files confirmed the reported behaviors that occurred during the interrogation performed on (B)(6) 2023. The reported impossibility to interrupt a sensing test was confirmed, as the test launched at 8:43 did not end using the stop button but through a nominal mode operation, performed at 8:46. The observed unavailability of the stop button resulted from a software issue involving an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing test, which led to the temporary unavailability of the stop button. It should be noted that this issue is limited to sensing tests and does not affect threshold tests. In addition, a pacing rate at 30 bpm is guaranteed when the issue occurs and until the sensing test is interrupted. A software correction is planned to prevent recurrence of this issue. Analysis of expertise files confirmed two failed printing operations, at 8:51 and 8:52, followed by the display of a pop-up window. The observed printing issues resulted from a software error. Analysis confirmed that at 8:45, the user unplugged and plugged back in the cpr3h several times during the interrogation, which allowed communication. At 10:10, the user selected inductive communication and attempted to re-interrogate, which was unsuccessful and communication error pop-ups were displayed. It should be noted that the smarttouch system does not support unplugging of the cpr3h during an interrogation. Therefore, the observed behavior resulted from an inappropriate use of the telemetry head.

Event description:
Reportedly, during an implantation procedure of an alizea pacemaker using bluetooth communication, a sensing test was launched and could not be interrupted as the button was greyed out, so the device remained in ddi at 30 bpm and the physician had to use the emergency mode, which stopped the test. At the end of the interrogation, the report could not be printed as a pop-up message appeared and the programmer froze. After the procedure, the tablet was tested again and the issues were not reproduced. Note that the patient was pacing-dependent.